Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that dialysis catheter disassembly. Patient blood loss - clinician held pressure for 2 hours to stop the bleeding.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed; however, the exact cause is unknown. One photograph of a 20 cm trialysis catheter was returned for evaluation. An initial visual observation of the photograph showed the extension tubing of the red lumen was fully detached from the device at the molded joint. The extension tube appeared to have been stretched and slightly straightened, and the pinch clamp of the red lumen appear to be damaged. Additionally, the white collar just distal the red hub was observed to be deformed and buckled. Blood was observed on the sample and surrounding materials. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: approximately 1.5-2.0 liters of blood was lost. Patient symptoms associated with the blood loss are unknown. Patient had to go back to interventional radiology for a new line which caused clinically significant delay in patient's treatment.